Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l png raspberry nvs stein plunger fell out. This was discovered before use. The following information was provided by the initial reporter: the rn went to remove the syringe from the plastic container it comes in, and the plunger came off of the product immediately.

Event description:
It was reported that ultrasafe x100l png raspberry nvs stein plunger fell out. This was discovered before use. The following information was provided by the initial reporter: the rn went to remove the syringe from the plastic container it comes in and the plunger came off of the product immediately.

Manufacturer narrative:
Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.